Manufacturer narrative:
Medical record review: a vena cava filter was deployed at the request of the patient approximately three months prior to gastric bypass surgery. Local anesthesia was administered and the right common femoral vein was accessed. The inferior vena cava was without thrombus and variant anatomy. The vena cava filter was deployed successfully in an infrarenal position. The patient tolerated the procedure well. Outcomes attributed to adverse event: life-threatening; report source: other-attorney; results: no results available since no evaluation performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received - it was reported by the patient that a vena cava filter was deployed prior to a bariatric procedure. After an unknown amount of time post filter deployment, the filter allegedly had perforation of filter strut(s) into organs. The filter allegedly was removed via an open abdominal procedure. The patient alleges to experience permanent disfigurement. Based on a review of the medical records received, it was reported a vena cava filter was deployed per the patient's request prior to gastric bypass surgery. The filter was successfully deployed in an infrarenal location. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was deployed at the request of the patient approximately three months prior to gastric bypass surgery. Local anesthesia was administered and the right common femoral vein was accessed. The inferior vena cava was without thrombus and variant anatomy. The vena cava filter was deployed successfully in an infrarenal position. The patient tolerated the procedure well. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege that access was gained into the common iliac "artery" and an inferior venacavogram was performed. The ivc was determined to be approximately 23.5mm infrarenally. The filter was reportedly successfully deployed below the renal veins. The filter was implanted for prevention against dvt and prior to a scheduled gastric bypass surgery. No deficiency with the filter was reported within the medical records. Based on the medical record review, the investigation is inconclusive for the reported event. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter malposition. Filter tilt. Infection. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight years post vena cava filter deployment, imaging demonstrated filter tilt, migration and perforation of the ivc wall. The filter was surgically removed. Post surgical removal, the patient was treated for an infection and cellulitis of the abdominal wall. The patient status at this time is unknown. New information received - it was reported by the patient that a vena cava filter was deployed prior to a bariatric procedure. After an unknown amount of time post filter deployment, the filter allegedly had perforation of filter strut(s) into organs. The filter allegedly was removed via an open abdominal procedure. The patient alleges to experience permanent disfigurement. Based on a review of the medical records received, it was reported a vena cava filter was deployed per the patient&#62688;request prior to gastric bypass surgery. The filter was successfully deployed in an infrarenal location. No additional information was provided in the medical records received.

Event description:
It was reported that approximately eight years post vena cava filter deployment, imaging demonstrated filter tilt, migration and perforation of the ivc wall. The filter was surgically removed. Post surgical removal, the patient was treated for an infection and cellulitis of the abdominal wall. The patient status at this time is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available information the definitive root cause for this event is unknown. The current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any during or after the procedure. Additionally, specific possible complications are also included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product or procedural details to bard.